Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patients ipg had charging issue. It was noted that the patients ipg heated up during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg had charging issue. It was noted that the patients ipg heated up during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.